Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
11/18/2019 update: it was reported that there wasn't any planning and the peek psi is a synthes implant. Therefore materialise could not have had any impact on this infection. The original materialise number was mu18-sun-zet. The final implant was given to kls due to custom titanium implant that was not available. In addition, in addition, the patient had already had the implant removed in a hospital (hospital staff didn¿t know the name of the facility) in (B)(6) and are not able to obtain and send the implant back for inspection.

Manufacturer narrative:
This report is for unknown trauma screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, information was received from the surgeon that the peek implant had to be removed due to infection. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).